Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: when reloaded it would not work. A second reload was placed in the stapler and again it failed to fire.